Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was explanted and replaced.

Event description:
It was reported the patient lost a significant amount of weight and as a result her scs ipg is flipping in the pocket which is additionally causing difficulty charging the ipg. However, the patient continues to have effective stimulation. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.